Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported. Evidence suggests that this device remains in service.

Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported. Evidence suggests that this device remains in service. Per additional information, this device has been explanted and replaced. No additional adverse patient effects were reported. As of today, the product has not been returned for analysis.